Event description:
It was reported that the indicated battery charge increased by 10-20% in a short period of time. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.